Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction happens again.